Event description:
In 2008 the lay user/patient contacted lifescan (lfs) alleging the one touch ultralink meter was giving unspecified error messages, indicating insufficient blood sample. The patient reported no symptoms of high or low blood glucose levels, nor any medical attention. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied medical attention. However, as the meter was giving unspecified error messages, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.